Manufacturer narrative:
(B)(4) - no known impact or consequence to patient; torn material. Evaluation results: visual inspection of the returned product found the lens returned stuck in a cartridge. The cartridge tip was found to be damaged. A foam tip plunger was returned and it was found to be torn. There was evidence of clear surgical residue. Conclusions - (no conclusion can be drawn): based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
(B)(4)